Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during port placement procedure in right internal jugular vein, the catheter allegedly leaked. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port kit with one powerport implantable port attached to a groshong catheter and cath-lock, two introducer needles, one cath-lock, one fully peeled 8.0fr peel-apart sheath, one vessel dilator, one vein pick, one straight-angle non-coring needle, one right-angle non-coring needle, one j-tip guidewire in a guidewire hoop, one tunneler, one catheter stylet loaded to a groshong catheter and one safety infusion set and unknown brand components with kit: one j-tip guidewire in a guidewire hoop, one 8fr dilator, one medical blade and one 7fr d/l catheter segment was returned for evaluation and one video received for review. Functional, gross visual, tactile and microscopic visual evaluations was performed. A split was noted approximately 13.4cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven and the surface was noted to be round and smooth throughout. Upon the infusion leak was observed in sample evaluation and in provided video as well. Therefore, the investigation is confirmed for reported fluid leak and identified fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2024), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.